Event description:
The customer stated that while withdrawing the lasso catheter from a non-bwi sheath, the first electrode of the catheter got stuck at the tip of the sheath and resistance was experienced. It was reported that the physician applied force to withdraw the catheter and tore the sheath while doing so. The pt status has been reported as stable.

Manufacturer narrative:
On receipt of the catheter, visual examination was performed and failed since the edge of electrode ring#1 was deformed and lifted. It was noted that the physician forced to remove the product after resistance was experienced thereby indicating that excessive force was applied. The polyurethane margins were found to be within specification. This complaint is a known issue, and a corrective action has been opened to address and resolve this issue.